Event description:
Event description guidant received information that this right ventricular lead was surgically abandoned and replaced due to loss of capture. A new lead was then successfully implanted.